Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Visual inspection, longevity assessment, device interrogation, and further analysis were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. Upon interrogation after right atrial (ra) leadless pacemaker (lp) fixation, it was found that the ralp was unable to be interrogated via conductive telemetry, despite using different interrogation devices. The ralp was not implanted and an alternate lp near at hand was implanted instead to complete the procedure. Patient condition was stable.